Event description:
The user received analyzer alarms and received questionable results for alanine aminotransferase (alt) and aspartate aminotransferase (ast) for one patient sample. The user stated "both the alt and ast were around 55 and then had to be corrected to values in the teens". No specific data could be provided. The repeat testing was performed on another cobas c501 at the site. The unit of measure for both assays was u/l. The initial results were reported outside the laboratory. The user stated they filed a corrected report and called ER as soon as the issue was identified. No treatment was administered based on the results. No adverse events were alleged. The alt and ast reagent lot numbers were not provided. The user replaced the lamp which resolved the issue.